Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the complaint information and the manufacturer's experience with this kind of device, it is likely that the device electronics failed after humidity ingress at the housing braze joint through micro-leaks. In order to confirm a root cause of failure, a device investigation will be necessary. However, it has been reported that the device has been disposed and will not be received.

Event description:
The patient suddenly stopped hearing with the cochlear implant.

Event description:
The pt suddenly stopped hearing with the cochlear implant. Re-implantation is planned for (B)(6) 2015.